Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that the lift tipped during patient transfer. The patient sustained bruising to the left hand, and the caregiver experienced localized redness. Technical evaluation of the device did not reveal any malfunction.